Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 35mm navitor vision transcatheter aortic valve (serial: (B)(6)) was chosen for implantation utilizing a large flexnav delivery system. There was no calcification extending beneath the aortic annular plane in the interventricular septum. During pre-balloon annular valvuloplasty (bav) with a 24mm bard true balloon, patient developed left bundle branch block (lbbb) and bradycardia. After implantation of the navitor at a depth of 6mm left coronary cusp and 5mm non-coronary cusp, the lbbb and bradycardia persisted. Patient left the operating room with temporary pacing. Permanent pacemaker was implanted on (B)(6) 2024. There was no reported malfunction with the navitor valve.

Manufacturer narrative:
An event for the patient effects of heart block and bradycardia was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the reported heart block and bradycardia appears to be related to procedural conditions (pre-bav and implanted depth). Hospitalization and surgical intervention were a result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.